Event description:
The company was notified on (B)(4) 2013, of an alleged incident occurring on (B)(6) 2013 ,at the pt's private residence in (B)(6). The alleged incident was described to the company as the following by the home health care distributor: the pt was recently released from the hospital and was discharged home with an eclipse 3 portable oxygen concentrator. On (B)(6) 2013 a fire erupted at the pt's residence. Fire personnel found the pt deceased inside the home. The cause is under investigation, but indications point to a possible accidental fire.

Manufacturer narrative:
Based upon the location of the fire and the fire patterns, chart's cause the origin expert, who attended a joint inspection of the residence, stated that the chart sequal eclipse oxygen concentrator appeared to not be the cause of the fire. Final investigation report is still pending. A f/u MDR will be submitted once the final report is received.